Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient who was receiving q4 abg, midnights abg showed an arterial sat of 83, the monitor was reading a sat of 90-92% with decent pleth, pts o2 was increased, another abg sent showed arterial sat of 81 while monitor was still reading 91%. Monitor was not showing true oxygen saturation. No consequences or impact to patient were reported.